Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed the battery would not charge to full capacity. The main circuit board and internal battery were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).